Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported hyperglycemia and infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient¿s blood glucose (bg) reached greater than 405 mg/dl while wearing the pod for longer than 48 hours. The patient¿s high bg was treated with a new pod and correction bolus; patient¿s bg decreased to 211 mg/dl. The patient had experienced a severe infection at the infusion site (left hip). Patient was taken to a doctor where the doctor thought patient¿s elevated bg to be attributed by insulin going into the puss pocket. Patient was prescribed oral antibiotic sulfamethoxazole / trimethoprim taken for 10 days and antibiotic ointment mupirocin taken for 14 days.